Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The patient did not suffer any adverse event during the procedure. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional information: (email), evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample did not meet specification as received by medtronic. The visual inspection found the device to be broken due to user mishandling. The customer reported bravo fail to attach to patient's esophagus. The investigation of the returned equipment identified that the plunger is not connected to the handle - this is due to user mishandling of turning the handle more than 1/8 of turn. Other than the user mishandling the investigation did not find the other issues in the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The patient did not suffer any adverse event during the procedure. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. There was no patient or user harm. A repeat procedure was not necessary.